Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the graphics display panel to be defective. The pst connected the small display assembly to lab-use only (luo) pump pod test fixture and powered on and opened perfusion screen and assigned the luo pump. He observed the display to turn on and then go blank with no question mark on central control monitor (ccm). First, graphics display panel testing was performed. The pst powered off the luo pump pod test fixture and disassembled display assembly. He compared the q210 transistor values with luo q210 transistor utilizing luo digital multimeter and observed no differences. The pst inspected components and solder joints for any damage or defects; no damage or defects evident. The pst attached graphics display panel to the luo pump pod test fixture and powered on, opened the perfusion screen and assigned luo pump. He observed the display to turn on then go blank with no question mark on ccm. In addition, testing of the graphics driver was performed. He observed normal operation with no blanking of display and no question mark on ccm when graphics driver was attached to luo pump pod test fixture. Testing of graphics driver for two hours indicated normal operation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) this complaint is related to MDR #1828100-2015-00861. Exact date of occurrence unknown, as this has been an ongoing issue. The field service representative (fsr) verified the issue. Fsr installed a new display assembly to resolve the intermittent display issue and completed testing of the roller pump. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sucker2 roller pump had a display that was blanking out intermittently. Sometimes when we touched the screen it would come back. The device was not changed out, as the roller pump would always work even when display was out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: according to the perfusionist (ccp) on approximately (B)(6) 2015, during set-up, the local display on the roller pump intermittently blanked out. When it would blank out, the user would touch the display screen, which would sometimes work to get the display back. The roller pump would continue to function even when the display went out, as such, they continued to use the unit for the remainder of the case. On the central control monitor (ccm), the pump showed a question mark (?). The user could not control the pump through the ccm, but the local controls continued to work. This roller pump was in the sucker position. There was no impact to the patient as a result of the display issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.